Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the sbc (single board computer) assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was not completing the boot up process. Without the ability to complete the boot up process, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.